Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling pain at the pocket site for the last 2 months prior to the report which was making it difficult to charge for long periods of time due to the discomfort. Impedance measurements were normal. A pocket revision surgery was being scheduled. No further complications were reported.